Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the ict aspiration pump improved did not move properly. The fsr replaced the part, and the issue was resolved. No additional erratic result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict aspiration pump improved did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the ict aspiration pump improved were identified.

Event description:
The customer observed erratic potassium and chloride results generated on the alinity c processing module for one patient example. The following data was provided: sid (B)(6): chloride results (unit of measure: mmol/l): <50 ((B)(6) 2024 @ 9:46 am) <50 ((B)(6) 2024 @ 10:00 am) 56 ((B)(6) 2024 @ 10:06:00 am) 99 ((B)(6) 2024 @ 10:06:16 am) >150 ((B)(6) 2024 @ 10:06:32 am) approximate reference (normal) range for chloride: 98 to 107 mmol/l. Potassium results (unit of measure: mmol/l): > 10.0 ((B)(6) 2024 @ 9:46 am) > 10.0 ((B)(6) 2024 @ 10:00 am) 7.9 ((B)(6) 2024 @ 10:06:00 am) 4.8 ((B)(6) 2024 @ 10:06:16 am) 2.3 ((B)(6) 2024 @ 10:06:32 am) approximate reference (normal) range for potassium: 3.5 to 5.1 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed erratic potassium and chloride results generated on the alinity c processing module for one patient example. The following data was provided: sid (B)(6): chloride results (unit of measure: mmol/l): <50 ((B)(6), 2024 @ 9:46 am). <50 ((B)(6), 2024 @ 10:00 am). 56 ((B)(6),, 2024 @ 10:06:00 am). 99 ((B)(6), 2024 @ 10:06:16 am). >150 (june 7, 2024 @ 10:06:32 am). Approximate reference (normal) range for chloride: 98 to 107 mmol/l. Potassium results (unit of measure: mmol/l): > 10.0 ((B)(6),, 2024 @ 9:46 am). > 10.0 ((B)(6),, 2024 @ 10:00 am). 7.9 ((B)(6), 2024 @ 10:06:00 am). 4.8 ((B)(6), 2024 @ 10:06:16 am). 2.3 ((B)(6), 2024 @ 10:06:32 am). Approximate reference (normal) range for potassium: 3.5 to 5.1 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available.an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.